Event description:
Every since I have the essure I have plenty of complications with pain in my stomach my legs my back and my thighs. I've had the worst abdominal pain in my stomach for the last three years. I've went to my obgyn to have it removed because all of the pain I've been having since the device has been installed. I've fainted a couple times, lost lots of blood at times as well as times I've been confined to my bed because I can't move or walk from the pain. I'm wanting the device removed. It's causing so many complications in my life where I can't physically work. I've had to stop working because I can't stand on my legs anymore without my knees buckling out or severe pain on an everyday basis. This medical device has caused so many problems for me and my health. I had went to an internal doctor to make sure they can run test to see if anything was possibly going on with my health. I wanted to make sure all blood test were ran for any health conditions or signs of medical problems or any wrong and if I had any other problems they told me no. It could be the device installed that maybe causing me problems.